Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient was feeling pain at the implant site and doctor decided to remove the device. Patient was not feeling any stimulation when device was turned all the way up to 8.5 volts. Impedance was within normal range on all electrode combinations. Patient was not feeling any stimulation even when turned up to 8.5 volts. The device was explanted completely and would not be replaced. It was indicated that reported issue was resolved at the time of this report. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Device returned.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (njy411579h) revealed no significant anomaly, functioning okay. Analysis of the lead (lot # va1t5c2) found no significant anomaly; cut through product segmented; there were no electrical shorts between the circuits. If information is provided in the future, a supplemental report will be issued.